Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 48 synergy was deployed and the physician noticed an edge dissection. A 3.00 x 16 synergy was used to seal the dissection. The procedure was completed.